Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed from medical records provided for trident liner wear and malposition and loosening involving a trident shell. Method & results: -device evaluation and results:not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion has contributed to impingement with overload in the arthroplasty causing abnormal wear and cup loosening. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that "cup malposition in absent anteversion has contributed to impingement with overload in the arthroplasty causing abnormal wear and cup loosening." If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
On (B)(6) 2011, the tha primary surgery was performed. And then, revision surgery was performed due to the setting position failure of the cup. The surgeon requests a wearing investigation and an oxidation investigation of the insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2011, the primary surgery was performed. And then, revision surgery was performed due to the setting position failure of the cup. The surgeon requests a wearing investigation and an oxidation investigation of the insert.